Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when an empty cartridge alarm occurred, customer was able to withdraw 100 units of insulin from the cartridge. Reportedly, this occurred with "every single cartridge". Blood glucose was 257 mg/dl. A new cartridge was loaded to address the event.